Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate fingersticks, and got results of 48 and 83 mg/dl. She did not have any symptoms. Reporter stated that she had never cleaned her meter. A control solution test was in range 126 (98-148).